Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times and motor error during a bolus delivery. The customer's blood glucose was 157 mg/dl. He stated that he had woken up to a no delivery alarm at 1am, reset the device, and went back to sleep. He stated that in the morning, he went to bolus and received another no delivery alarm. He changed out the reservoir and then received the motor error alarm. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. He stated that he treated manually. He also reported that the screen became frozen and was unsure whether the time advanced on the screen, since he had already removed the battery. The buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.